Manufacturer narrative:
The device was received for evaluation. During functional testing, 'failed downstream occlusion' alarm did not occur. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor no-tube and scale factor. The force sensor no-tube and scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.